Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v852754, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that she had not seen the doctor and it had not worked. The patient wanted it removed and wanted to try botox. Nothing seemed to work even after she met with the rep several times. The patient was going to make an appointment with the doctor, but then decided to wait until (B)(6) because of her insurance. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.